Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Customer consumed sugar to address bg. Customer declined troubleshooting from tandem technical support. No additional information was provided.